Event description:
It was reported to boston scientific corporation that spaceoar gel was implanted during a spaceoar procedure performed on an unknown date. According to the complainant, it was confirmed that some of the spaceoar gel infiltrated the rectal wall. There were no patient complications reported as a result of this event. The patient is currently undergoing radiation therapy.

Manufacturer narrative:
Initial reporter first and last name, initial reporter address, initial reporter email additional healthcare facility reported: cork university hospital, sarsfield road, wilton cork, ck, ireland the exact date of the event is unknown. The provided event date, (B)(6) 2020, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2020. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Device code 3009 captures the reportable event of gel misplaced non-vascular. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2020, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2020. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar gel was implanted during a spaceoar procedure performed on an unknown date. According to the complainant, it was confirmed that some of the spaceoar gel infiltrated the rectal wall. There were no patient complications reported as a result of this event. The patient is currently undergoing radiation therapy.